Manufacturer narrative:
During the time of the reported event, the employee entered the chamber of the unit to perform a maintenance activity. While the employee was inside the chamber, the door began to close as it had not been sufficiently propped open by the employee. The employee attempted to stop the washer door from closing subsequently causing the employee's hand to become caught and the reported event to occur. A second employee manually opened the door from the outside of the unit as days prior the internal door handle had broken and was removed by facility personnel. The reported event is attributed to user error as the employee should have ensured the door was sufficiently open as stated in the operator manual. The reliance 120 cart washer operator manual states (1-2), "warning - burn hazard: keep chamber door(s) open when performing any maintenance inside chamber. When doors are closed, a cycle can be started at which time hot water would be sprayed into chamber." A steris service technician arrived onsite following the reported event to inspect the washer and outside of the missing internal door handle found the unit to be operating properly. While on-site, the technician replaced the internal door handle, tested the unit, confirmed it to be operating according to specification, and returned the unit to service. The unit was installed in 1987 making it approximately 32 years old. The technician counseled user facility personnel on the proper use and operation of their reliance 120 cart washer, specifically ensuring the door is sufficiently propped open when performing maintenance activities. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained an injury while operating their reliance 120 cart washer. Medical treatment was sought and administered.